Event description:
A report was received that the patient was having difficulty connecting her remote control to the ipg and was having difficulty charging her ipg. A field clinical engineer determined that the ipg was non-responsive. The patient will undergo an ipg replacement.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical tests performed. The returned device analysis confirmed the complaint. The aic-u1 damage resulted in the rapid battery depletion rate and the inability to communicate with the ipg. The source of the device damage could not be determined.

Event description:
A report was received that the patient was having difficulty connecting her remote control to the ipg and was having difficulty charging her ipg. A field clinical engineer determined that the ipg was non-responsive. The patient will undergo an ipg replacement.